Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during unpackaging of the 2.5x08mm xience alpine stent delivery system (sds), the sds was difficult to remove from the dispenser coil and the sds shaft separated; thus, the sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 2.5x08mm xience alpine sds was used to successfully complete the procedure. There was no additional information provided.